Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(6) 2018, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for non-obstructive urinary retention. The patient reported an undesirable change in their bladder. They reported they were having more of an urge to void, but only small amounts were being voided at a time. No diagnostics/troubleshooting were performed and no actions/interventions were taken. The issue was unresolved at the time of the report. Additional information was received. The patient reported they felt like they had a uti because they were not getting enough urine out when they voided. The patient reported undesirable changes in their bladder and was feeling the urge to void every 30 minutes, but they only voided a little bit or not at all. The patient reported the wires were poking them and they were uncomfortable. The patient was advised to contact their clinician with questions regarding medical advice or with health related questions. No further complications were reported or anticipated.